Event description:
The customer reported that the insulin pump alarmed during the manual prime process. The blood glucose reading was 412mg/dl, and her blood glucose was treated with exercise and water. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. Unable to confirm the alarm.